Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient underwent a breast augmentation with an unspecified mentor gel breast implant and experienced capsular contracture baker grade unknown on the right side. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 400cc, catalog number 3504004bc, serial number (B)(4) (r) and serial number (B)(4) (l) on 2017.